Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found dead by family and an attempt to exchange the controller was unsuccessful. The patient was declared deceased. The cause of death is unknown, pending autopsy.

Manufacturer narrative:
A supplemental report is being submitted for a correction to h10 added additional product and codes. Additional products: d1: controller, d4: (B)(6), h6: FDA method code(s): b01, h6: FDA conclusion code(s): d14. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional device:2019-08-14 2020-08-31 additional products: d1: heartware ventricular assist system ¿battery d4: model #: 1650/ catalog #: 1650/ expiration date: 31-aug-2020 / serial or lot#: (B)(6) UDI #: (B)(4) d9: yes, return date: 20-jul-2021 h3: yes dev rtn to MFR? Yes h4: mfg date: 14-aug-2019 h5: no h6: imf code(s): f02 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b01 h6: FDA results code(s): c23 h6: FDA conclusion code(s): d11 product event summary: the pump ((B)(6)) was not returned for evaluation. Controller (B)(6) and battery (B)(6) were returned for evaluation. Failure analysis of the returned devices revealed that the units passed visual inspection and functional testing. Review of the controller log files associated with (B)(6) revealed consistent increases in power consumption to parameters above normal operating range throughout the analyzed period between 20/nov/2020 and 03/nov/2020; however, no high watt alarms were logged within the analyzed period. A review of the alarm log file associated with (B)(6) revealed 4 critical battery alarms involving (B)(6) on 03/nov/2020 between 09:10:02 and 09:21:12. The critical battery alarms were the result of the patient allowing the battery to deplete below 10% relative state of charge (rsoc). A review of the alarm file associated with con404164 also revealed 20 additional critical battery alarms and 7 controller fault alarms on 03/nov/2020 starting at 17:46:11. Analysis of the log files revealed that, at the time of the critical battery alarm at 17:46:11, (B)(6) was connected to power port one (1) with 20% relative state of charge (rsoc) and bat6 04504 was connected to power port two (2) with 9% rsoc. Both batteries continued to deplete, thus triggering controller fault alarms, which will occur if a battery is approaching 0% rsoc. Log file analysis revealed a controller power up event on 03/nov/2020 at 21: 40:20. The data point recorded before the power up event revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2); both batteries depleted completely, resulting in a loss of power to the controller. Two additional power up events were then logged on (B)(6) at 22:06:57 and 22:36:07. The batteries likely recovered enough charge to start the controller again, but quickly depleted, causing the controller power up events. During the final loss of power, the controller had been without power for total of 3 hours and 3 minutes. Review of the controller log files associated with (B)(6) revealed a vad disconnect alarm and a controller power event with an associated motor start were logged on 03/nov/2020 since 23:00:09, likely due to troubleshooting during the reported controller exchange. When a vad disconnect alarm occurs, the controller will display a "vad stopped" message. As a result, the reported event was confirmed. The most likely root cause of the observed critical battery alarms involving (B)(6) can be attributed to the patient allowing the battery to deplete below 10%. The most likely root cause of the remaining critical battery alarms, controller fault alarms, and loss of power event can be attributed to the batteries depleting below 10%. Based on the risk documentation, possible causes of the observed low flow event may be attributed, but not limited to poor vad filling, thrombus at the inflow cannula/outflow graft, and/or constriction at the outflow graft. Per the instructions for use, death is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of clinical adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and an update to h10: product event summary. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. The controller (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Review of the controller log files associated with (B)(6) revealed consistent increases in power consumption to parameters above normal operating range throughout the analyzed period between (B)(6) 2020; however, no high watt alarms were logged within the analyzed period. A review of the alarm file associated with (B)(6) revealed four critical battery alarms involving (B)(6) on (B)(6) 2020 between 09:10:02 and 09:21:12. The critical battery alarms were the result of the patient allowing the battery to deplete below 10% relative state of charge (rsoc). A review of the alarm file associated with (B)(6) also revealed twenty additional critical battery alarms and seven controller fault alarms on (B)(6) 2020 starting at 17:46:11. Analysis of the log files revealed that, at the time of the critical battery alarm at 17:46:11, (B)(6) was connected to power port one with 20% relative state of charge (rsoc) and (B)(6) was connected to power port two with 9% rsoc. Both batteries continued to deplete, thus triggering controller fault alarms, which will occur if a battery is approaching 0% rsoc. Log file analysis revealed a controller power up event on (B)(6) 2020 at 21:40:20. The data point recorded before the power up event revealed that (B)(6) was connected to power port one and (B)(6) was connected to power port two; both batteries depleted completely, resulting in a loss of power to the controller. Two additional power up events were then logged on (B)(6) at 22:06:57 and 22:36:07. The batteries likely recovered enough charge to start the controller again, but quickly depleted, causing the controller power up events. During the final loss of power, the controller had been without power for total of three hours and three minutes. Review of the controller log files associated with (B)(6) revealed a vad disconnect alarm and a controller power event with an associated motor start were logged on (B)(6) 2020 since 23:00:09, likely due to troubleshooting during the reported controller exchange. Additionally, log files associated with both controllers revealed 6 low flow alarms were logged (B)(6) 2020 since 22:36:16. As a result, the reported event was confirmed. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, death is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of clinical adverse events. Based on the risk documentation, possible root causes of the observed high power event may be attributed to multiple factors including, but not limited, to external factors such as thrombus formation/ingestion, incorrect setting of alarm thresholds, and/or patient factors. The most likely root cause of the observed critical battery alarms involving (B)(6) can be attributed to the patient allowing the battery to deplete below 10%. The most likely root cause of the remaining critical battery alarms, controller fault alarms, loss of power, and vad stop events can be attributed to the batteries depleting below 10%. Based on the risk documentation, possible causes of the observed low flow event may be attributed, but not limited to poor vad filling, thrombus at the inflow cannula/outflow graft, and/or constriction at the outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. The event description, device codes and date of death have been updated. Additional products: d1: heartware ventricular assist system ¿controller 2.0, d4: model #: 1420, catalog #: 1420, expiration date: 30-nov-2019, serial or lot#: (B)(6), UDI #: (B)(4), d10: no, h3: no, device evaluation anticipated, but not yet begun, h4: mfg date: 07-nov-2018, h5: no, h6: patient code(s): c28554, h6: device code(s): a1203, h6: FDA results code(s): c21, h6: FDA conclusion code(s): d16. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller exhibited an unexpected power loss along with a ventricular assist device (vad) stop alarm.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump (B)(6) and one (1) controller (B)(6) were not returned for evaluation. Review of the controller log files associated with (B)(6) revealed consistent increases in power consumption to parameters above normal operating range throughout the analyzed period between (B)(6) 2020; however, no high watt alarms were logged within the analyzed period. A review of the alarm file associated with (B)(6) revealed 4 critical battery alarms involving (B)(6) on (B)(6) 2020 between 09:10:02 and 09:21:12. The critical battery alarms were the result of the patient allowing the battery to deplete below 10% relative state of charge (rsoc). A review of the alarm file associated with (B)(6) also revealed 20 additional critical battery alarms and 7 controller fault alarms on (B)(6) 2020 starting at 17:46:11. Analysis of the log files revealed that, at the time of the critical battery alarm at 17:46:11, (B)(6) was connected to power port one (1) with 20% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 9% rsoc. Both batteries continued to deplete, thus triggering controller fault alarms, which will occur if a battery is approaching 0% rsoc. Log file analysis revealed a controller power up event on (B)(6) 2020 at 21: 40:20. The data point recorded before the power up event revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2); both batteries depleted completely, resulting in a loss of power to the controller. Two additional power up events were then logged on (B)(6) at 22:06:57 and 22:36:07. The batteries likely recovered enough charge to start the controller again, but quickly depleted, causing the controller power up events. During the final loss of power, the controller had been without power for total of 3 hours and 3 minutes. Review of the controller log files associated with the back up controller revealed a vad disconnect alarm and a controller power event with an associated motor start were logged on (B)(6) 2020 since 23:00:09, likely due to troubleshooting during the reported controller exchange. Additionally, log files associated with both controllers revealed 6 low flow alarms were logged (B)(6) 2020 since 22:36:16. As a result, the reported event was confirmed. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, death is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of clinical adverse events. Based on the risk documentation, possible root causes of the observed high power event may be attributed to multiple factors including, but not limited, to external factors such as thrombus formation/ingestion, incorrect setting of alarm thresholds, and/or patient factors. The most likely root cause of the observed critical battery alarms involving (B)(6) can be attributed to the patient allowing the battery to deplete below 10%. The most likely root cause of the remaining critical battery alarms, controller fault alarms, loss of power, and vad stop events can be attributed to the batteries depleting below 10%. Based on the risk documentation, possible causes of the observed low flow event may be attributed, but not limited to poor vad filling, thrombus at the inflow cannula/outflow graft, and/or constriction at the outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, th e progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: controller 2.0 d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d11, d12, d15. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: b1, d4, h4 a supplemental report is being submitted for corrections. B1 corrected from adverse event to adverse event & product problem. D4 expiration date corrected from 31-aug-2020 to 31-mar-2021. H4 device manufacture date corrected from 31-aug-2018 to 12-mar-2019. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.